Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The account communicated that since the outcome was not due to a pump malfunction or defect, the pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the ischemic colitis was the use of extracorporeal membrane oxygenation and vasopressors due to difficulty in maintaining blood pressure after surgery. Based on biochemical tests, the event was thought to be related to systemic acute injury cell lysis. The patient had a hematology consult and disseminated intravascular coagulation tests done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had bloody stools due to ischemic enterocolitis and after that, metabolic acidosis became severe. The heart function did not return after 30 min of chest compressions and patient was pronounced dead at 16:06 due to loss of pulse rate and flattening of the electrocardiogram.